Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 1 pump was returned and investigated. There were zero instances of cs 064 found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 72 allegations of a malfunction, 44 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to motor failures. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service 064 alarm. These reports were received from various sources. The patients associated with this allegation ranged from 2-78 years of age and between 23 and 252 pounds. Of the reported patients, 32 were male and 40 were female.